Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The insert would not fit into the baseplate. After cleaning the insert and baseplate, another attempt was made with no success. A 9mm insert was available and was used instead. There was no adverse consequence for the patient or delay in surgery or anesthesia time.